Event description:
It was reported that a patient underwent a revision surgery to remove and replace an implant, after it was reported that the patient's symptoms did not resolve with the initial procedure. There were no additional patient impacts reported. Additional information provided by the surgeon stated that there nothing wrong with the implant, but he did not like its position.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a patient underwent a revision surgery to remove and replace an implant, after it was reported that the patient's symptoms did not resolve with the initial procedure. There were no additional patient impacts reported. Additional information provided by the surgeon stated that there nothing wrong with the implant, but he did not like its position.

Manufacturer narrative:
Device evaluation: although the device was returned, visual inspection could not note anything wrong with the device; therefore, a definitive root cause of the reported issue could not be determined. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any previous actions. No holds or recalls are associated with this part number. Complaint history: review of complaint history for pn mb3775 identified 0 additional complaints for the same ln 5316255. The search identified 0 other complaints for this part number for the same or a similar issue. Device use this device is used for treatment. Potential cause: root cause was unable to be determined. As surgeon reported that there was nothing wrong with the device. The device might have been implanted in the wrong position which might caused the revision surgery. If any other information is received which changes these results, and updated report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery to remove and replace an implant, after it was reported that the patient's symptoms did not resolve with the initial procedure. There were no additional patient impacts reported.